Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. There was no noise observed. Threshold measurements are stable and within range. Troubleshooting was discussed with the health care professional (hcp). The plan is to continue to monitor the lv lead at this time. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that this device exhibited loss of capture on the left ventricular (lv) lead. At this time, the lv lead remains in service. The health care professional (hcp) is planning to further evaluate the patient. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pacing impedance measurements. There was no noise observed. Threshold measurements are stable and within range. Troubleshooting was discussed with the health care professional (hcp). The plan is to continue to monitor the lv lead at this time. No adverse patient effects were reported. The crt-d system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pacing impedance measurements. There was no noise observed. Threshold measurements are stable and within range. Troubleshooting was discussed with the health care professional (hcp). Additional information was received that this device exhibited loss of capture on the left ventricular (lv) lead. At this time, the crt-d system remains in service. The health care professional (hcp) is planning to further evaluate the patient. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.